Manufacturer narrative:
(B)(4). Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient underwent surgery due to spinal canal stenosis. During the surgery, there were three set screws found slipped: the first thread slipped; the first and second threads slipped. These set screws could not be used anymore. The surgeon had to change another products to complete the surgery. The products were not implanted in the patient. Patient is well now.

Manufacturer narrative:
Product analysis:optical examination did not identify deformation consistent with misalignment. Unable to replicate customer concern; functional evaluation with a sample mas found the implant unable to be fully engaged into a sample mas head. The instrument appears to be capable of performing its intended function.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.